Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume intermates ruptured. This was identified prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, f10, h3, h4 and h6. B5: upon follow up information, it was revealed there was no rupture but a separated/loose coil cap. It was further reported there was only one device for this event. H4: device manufactured between (B)(6)2019 to (B)(6)2019 . H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a separated/loose coil cap. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a distribution related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b5, f10/h6 (remove codes 1546, 934). Correction to the previously submitted b5: remove the report that the bladders of two (2) small volume intermates ruptured (customer clarified that the bladders of these two intermates did not rupture). Should additional relevant information become available, a supplemental report will be submitted.